Event description:
Same case as MFR report #: 2134265-2010-04944. It was further reported that the index procedure treated two target lesions. Target lesion one was a 90% stenosed, 3.0x10mm lesion of the proximal lad (left anterior descending). Treatment consisted of direct stenting with a 3.0x12mm taxus liberte study stent resulting in 0% residual stenosis. Target lesion two was a 100% stenosed, 2.54x50mm lesion of the mid lad. Treatment consisted of predilation and placement of two overlapping taxus liberte study stents (2.5x32mm and 2.75x32mm) resulting in 0% residual stenosis. At both lesions timi flow improved from 0 to 3 throughout the procedure. The patient was discharged on aspirin and clopidogrel 14 days post procedure. The proximal lad stent was found to be patent with 0% stenosis at reintervention.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during an laparoscopic supracervical hysterectomy procedure the blade tip was close to the metal manipulator and the blade tip cracked;broke and fell into the patient. The surgeon performed an xray. The surgeon removed the tip through the trocar and complete the case with cautery and suture.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.